Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the irrigation was poor in all phases of a cataract extraction procedure with intraocular implant surgery with a pool of patients. The system could not control the intraocular pressure (iop) of the patient's anterior chamber's. There was no error message displayed. There was no harm to any of the patients (exact number is unknown). All cases were completed.

Manufacturer narrative:
The company sales representative reviewed the surgeon settings and adjusted the settings. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received form the company representative confirming the problem is now solved, it was due to an irrigation parameter change. He assisted to a procedure with the surgeon and everything went well.

Manufacturer narrative:
The company service representative examined the system and was able to confirm but not replicate the reported event. The company service representative found and removed debris from the active irrigation bag bay. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to debris being the in the bag bay. The manufacturer internal reference number is: (B)(4).